Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenotic lesion was located in the severely calcified left circumflex (lcx)/ obtuse marginal (om). The physician was unable to advance the maverick2 catheter beyond the proximal lcx. The balloon was inflated at the proximal lcx and ruptured at 10 atms on the initial inflation. This procedure was not completed due to another reason. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine the root cause of this event.